Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter alert occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a failed transmitter error. The reported issue of a pair new transmitter alert is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter alert occurred. Data and product were evaluated and the allegation was confirmed. An external visual inspection was performed and passed. Voltage testing was performed and failed. The probable cause was determined to be a failed transmitter error. The reported issue of a pair new transmitter alert is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.